Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 13733582.

Event description:
It was reported that the patient implantable pulse generator (ipg) was no longer working as intended. The patient underwent a system explant procedure. The explanted device components will not be returned.